Manufacturer narrative:
(B)(4). As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: tg3420/06790875 a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: endoleak

Event description:
On (B)(6) 2009, this patient underwent endovascular repair of a descending thoracic aortic aneurysm measuring 62mm in diameter; and was implanted with two gore® tag® thoracic endoprostheses (tg3420/06790874 and tg3420/06790875). The patient tolerated the procedure and was discharged from the hospital on (B)(6) 2009. On (B)(6) 2014, follow up imaging determined a distal type I endoleak and the aneurysm diameter measured 48mm. No reintervention was performed and the patient has completed the five year follow up for the study.